Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since implant, the patient had experienced stimulation that was too high for the patient when they would lay down. During the call, the patient was doing ok and could feel the high stimulation, but when they would lay down the stimulation was intolerable for the patient. It was described to be like sticking a finger in a socket and feeling a shocking sensation that would go from their head to their tailbone and way down their leg whenever they would lay down. The patient couldn't sleep and were in pain. The patient usually would adjust the stimulation to resolve it, but the patient lost their controller. It was noted that the patient had requested a replacement controller but it was going to take 1-2 weeks to receive it, and their doctor was 12 hours away. So a request was made to have a rep meet with them to turn the stimulation down and to help them recharge the ins. It was reported that the patient was worried that if the ins wasn't charged, they would be in pain. It was explained that the patient was on a lot of pain medications before they got the device, and the device has worked better for them than medications, and they were able to get off the pain medications. A rep was sent an email requesting to follow up with the patient. The rep responded stating they would reach out to the patient. Additional information was provided in the call. It was reported that the patient was an amputee and had 12 "paddles" on their spine. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-04. They met with the patient and turned their stimulator down. The patient was happy with the setting and was going to wait until they got their new programmer. The rep doesn't know the patient¿s doctor nor do they have any information about the doctor¿s office or any of their personal information. No further complications were reported/are anticipated.